Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by user handling. After the clip was closed, the operating wire was pulled out of the caulking area and could no longer transmit any further force to the clip. The operating wire may have disconnected from the caulking area by the following mechanism: 1. Due to some influence during clipping, the amount of operating force increased. 2. An excessive tensile load was applied to the operating wire due to the increased operating force. 3. The operation wire came out from the caulking part due to the load exceeding the resistance. Additionally, the clip may have been released from the product due to the product or endoscope being moved after the wire had been released from the caulking area. However, a definitive root cause not be determined. The instructions for use state: - "do not pull out the rotary clip device until it hits the slider of this product and clipping is not completed. It may lead to perforation, major bleeding, mucous membrane damage, etc. - if the clip does not come off from the rotating clip device, do not forcibly pull out the sheath. It may lead to perforation, major bleeding, mucous membrane damage, etc. - this product is intended to be used only when surgical operations are possible as an emergency measure. In the unlikely event that the clip does not come off the rotating clip device, see "chapter 4 emergency actions". Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information regarding the event: - the reported malfunction occurred at the beginning of a hemostasis after polypectomy procedure. The operator got the clip out from the applicator by moving the handle back and forth several times. The operating wire was not completely removed from the device, and after the device was removed from the endoscope, the operating wire that had come out from the device was completely pulled out. No part of the wire detached and fell inside the patient. The delay in the procedure was about 5 minutes. The patient was not under general anesthesia. The customer confirmed there were no particular problems with the patient current condition. There were no other devices replaced during the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation was unable to confirm that the clip did not come off. The rotating clip device was delivered with the operating wire disconnected from the main body and there was no clip attached. It was found that the control wire had come out from the caulked part when the control unit was disassembled and checked the location where the control wire was fixed. There were no signs of breakage when the tip of the operating wire was checked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, "during the surgery, during hemostasis clipping, the clip did not come off properly after being released, and it came off after repeating several times. Pulling it out didn't work either, and in the end I managed to get it out, but the wire was sticking out of the sheath. Since the bleeding had been stopped, the procedure was completed using the actual product." There were no reports of patient harm due to the event.